Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: vedr01, pacemaker, (B)(6) 2013; 5076-45, implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the helix was able to be extended and retracted.

Event description:
It was reported that before the atrial lead was inserted into the patient¿s body, a helix extension/ retraction test was performed. During the test, helix extension occurred after 7 or 8 turns and it was rotated a total of 12 times. The physician commented that the helix extension was slower than normal and then abruptly extended. In order to retract the extended helix, it was rotated 14-15 times but the helix couldn't be retracted. With another several turns, it was retracted. The above action was repeated several times, but the situation remained unchanged; the physician requested a new lead. Using a new lead, a helix test was performed and no anomaly was confirmed. A new lead was used and positioned successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.